Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy correctly when used by surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Only the delivery device and seal was returned for evaluation. Signs of clinical use and heavy amounts of blood was observed. The white plunger was fully depressed on the delivery device, with the blue slide lock dis-engaged. The seal and tensions spring assembly was observed to be inside the delivery tube, with the seal outside the delivery tube in an opened state. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the evidence that the white plunger was pressed down and the tension spring assembly is still stuck in the delivery tube, the reported failure "activation problem" was not confirmed. .

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to maquet cardiac surgery for evaluation. A supplemental report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy correctly when used by surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to deploy correctly when used by surgeon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.